Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with the sleeve leaking. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 5 cases where sleeve has been leaking during blood collection. This has been happen when about five tube has to take from patient. Usually needle has been working perfectly also when you have to take more than ten tubes.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with the sleeve leaking. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: 5 cases where sleeve has been leaking during blood collection . This has been happen when about five tube has to take from patient. Usually needle has been working perfectly also when you have to take more than ten tubes.